Manufacturer narrative:
E1: patient city: (B)(6). Patient country: serbia.

Event description:
Reference number (B)(4). Event occurred in serbia. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2024 due to bent cannula for one day. The blood glucose level was 20 mmol/l at the time of event and the patient got treated with insulin pen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.